Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the locator was already bent. The following information was provided: when the angio-seal poly-foil pouch was opened, the tip of the locator was already kinked. The device was not used and was replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. There was no health damage to the patient. Hemostasis was successfully achieved by the second device. No other devices or equipment were used with the reported product, it was discovered pre-treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.